Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of a broken sensor. The customer's blood glucose reading was unknown. The customer inserted the sensor on the buttock. The sensor never connected with the pump, the change sensor alarm appeared. When pulled from the body, the customer did not see the cannula. The customer stated that the cannula might still be in the body. The customer was advised to consult health care provider.